Event description:
The complaint is classified based upon info the pt/layperson gave to this senior medical affairs specialist in 2008. The pt initially complained to a customer care advocate, cca, seventeen days prior, that his one touch enhanced basic continued to prompt clean test area (cta). After the issue began, he was treated with insulin in the ER. Ten days prior, the pt's basic began prompting cta. Apparently, it worked off and on when cleaned, after which it began to prompt again. The pt cleaned it appropriately and when it continued to prompt cta he tried soap and water or just an alcohol swab. When unable to test at all due to the prompt, the pt contacted customer svc. He does not recall whether he obtained a result the day of or day before the event. In the same month while at work, the pt became "weak in my muscles and I felt like I wasn't getting any oxygen in my lungs". He claimed he was taken to the ER where his blood glucose was 475 mg/dl on the ER meter. The pt was given an injection of insulin and IV fluids. Two hrs later it was 315 on the ER meter. He was not given a diagnosis. "The dr just said 'you have to work harder'." This complaint is being reported because the pt claimed he could not obtain readings due to the reported issue and had to be treated with insulin and IV fluids in the ER after the reported issue. Glyburide, avandia, januvia, and cinnamon capsules. Unchanged since ER visit.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.